Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received possible inappropriate shocks for atrial fibrillation (af) with rapid ventricular response which was detected by the cardiac resynchronization therapy defibrillator (crt-d) as ventricular fibrillation (vf). The device is still in use. No further patient complications have been reported as a result of this event.